Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wired footswitch table connection was not secure. The review of system log file shows 'en_x inactive and hand/footswitch pressed'.the philips remote service engineer (rse) analyzed the system remotely and suspected that the cause of this issue could be due to pedal tapping. Upon troubleshooting, the philips service engineer checked the system and could not identify any issues with the system but the actual issue was with pedal tapping. Philips service engineer was instructed customer how to use the footpedal. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot pedal cable connection was not secure. It lost connection sometimes due to which screening failure occurred. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.